Event description:
It was reported that, after a bhr construct had been implanted in the right hip on (B)(6)2009, the patient experienced chronic, severe, and persistent pain, toxic elevated chromium and cobalt levels, metallosis, and adverse local tissue reaction. A revision surgery was performed on (B)(6) 2019 to treat the adverse event. The patient outcome is unknown.

Manufacturer narrative:
It was reported that a revision surgery was performed on (B)(6) 2019 for the patient right hip due to chronic and severe persistent right hip pain, toxic elevated chromium and cobalt levels, metallosis, and adverse local tissue reaction. All of the implanted devices were used in treatment. As of today, additional information has been requested for this complaint but have not become available. As no device part and batch numbers were provided for investigation, a manufacturing review, complaint history review, device labeling review & risk management could not be performed. If more information is received, this investigation will be reopened. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.